Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion was mildly tortuous with 90% stenosis). Deformation problem (stent). Conclusion results: device failure/lack of effectiveness related to patient condition (lesion was mildly tortuous with 90% stenosis). Inherent risk of procedure (stent deformation).

Event description:
The physician was attempted to deploy a resolute integrity drug eluting stent in the rca. The device was removed from the packaging per IFU and inspected prior to use with no issues noted. The lesion was mildly tortuous with 90% stenosis. The lesion was pre-dilated. Resistance was encountered when advancing the device. The physician indicated that where the device encountered friction there was no stenosis. The stent was not deployed and on removal it was noticed that a stent strut was damaged. Another device was used to complete the procedure. There were no patient complications reported. Device evaluation: the device was returned for analysis. There was a kink located on the hypotube distal to the strain relief. The 12th distal stent segment on the stent was raised and deformed. The 18th distal stent segment has evidence of overlapping present. The 25th stent segment had evidence of stretching between the struts.